Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and removal of breast implant due to the patient¿s concern with the product. Device has been explanted.

Event description:
Healthcare professional reported left side deflation and removal of breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.